Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and identified that the system would not boot up. Review of system log file confirmed the malfunction with flexvision pc. Upon troubleshooting, fse identified that the power button for hard drive had failed. The cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flex vision pc and os hard drive by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device would not start up, stalling at 00:00. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the flexvision pc and os hard drive was replaced, the system was returned to use in good working order.